Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This reporting nurse provided limited info for this safety report.

Event description:
A nurse reported that a pt was admitted to a hospital on (B)(6) 2014, due to exacerbations of pulmonary hypertension. This nurse stated that the pt has a history of pulmonary hypertension, prior to initiating peritoneal dialysis. This nurse reported that the pt was not dialyzing, at our four hours prior to the hospital admission. On (B)(6) 2014, while admitted, the pt expired. There was no reportable device malfunction.